Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator was in back-up vvi mode. The device software was downloaded successfully. Patient was fine throughout the process and will be followed up normally.